Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found stent struts at the distal end of the stent that were lifted and pulled distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. There were no issues with the shaft polymer and hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09jun2016. It was reported that crossing difficulties were encountered. The target lesion was located in a severely tortuous and moderately calcified coronary artery. A 2.50x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion despite few repeated attempts were made. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.